Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences. Customer states sensor glucose was 333 mg/dl and blood glucose was 227 mg/dl. The customer also indicated that she was hospitalized on (B)(6) 2015 for diabetic ketoacidosis. Troubleshooting found that the customer calibrated too frequently. The customer was advised on proper insertion and taping techniques and to call back should issues persist.